Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Caller reported reason for MRI is issue with lower extremities following implantation of the scs therapy. Additional information was received from the patient. They reported that the circumstances that led to the issues with their lower body after implant were "it was due to change in my activity level. The stimulator is not working for me." They noted the steps taken/will be taken as being "the implant was placed so high above my lower back and is effecting my charging the battery." When asked if the issue has been resolved, the patient noted "it has not been resolved at all. I feel I should take it out since is not working for me."